Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on anterior side assessed, to a fold flaw opening. Additional observations: crease fold observed, in the device of the shell. Wear abrasion observed, in the device of the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side deflation. The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.